Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx2406 showed no other similar product complaint(s) from this lot number. See: mw5075249 (B)(4).

Event description:
Per medwatch; it was reported that "PICC line fragment was retained after removal of PICC line".